Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received two (2) iunihg, (certain gold-tite hexed screw) for evaluation. A visual evaluation was performed, the screws exhibited signs of use and were fractured at the threads. This complaint refers to the second iunihg. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : functional : fracture : screw. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or the clinician incorrectly engaged abutment screw into implant. Therefore, based on the available information, a device malfunction did occur. The screw was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported a fracture of 2 iunhg screws in bost implants. Fractured fragments have been removed with the fractured screw removal kit and re-screwed with new iuniht screws.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. H4: device manufacturer date unknown / not provided.